Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device evaluated by MFR: requested return but denied by hospital.

Event description:
It was reported that patient underwent a procedure on an unknown date. During preparation of the bone cement , the monomer liquid would not dispense into the cylinder. There was no patient injury or delay in the procedure.